Event description:
A physician reported a patient who was skin tested in the forearm by an unknown physician. The patient subsequently developed a nickel sized area of deep erythema, described as "dark" cherry red" at the skin test site. There was no abscess. The event resolved after two years. The patient was seen by the reporting physician for another matter, at which time the event was discussed. The physician could not recall the patient's name nor any other details of the event or patient history.